Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass grafting procedure, while ligation of the left atrial appendage, the device did not cut all the way.